Event description:
The customer reported that fluoroscopy does not work sporadically.

Manufacturer narrative:
(B)(4). The investigation shows that the field service engineer troubleshot the system and found a bad board in the velara generator. After exchanging the velara-cube, the problem was solved.